Event description:
It was reported that the insulin pump alarmed button error followed by a battery out limit. No further information reported.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be completed due to the unresponsive keypad. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.